Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor errors. The customer¿s blood glucose level was 191 mg/dl. Customer was assisted in clearing the alarm and was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The drive support cap appears normal. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.